Event description:
It was reported that when the implantable neurostimulator (ins) was on, the patient felt no stimulation. The ins quit working three weeks ago and this was the fourth time it stopped working. No anomalies found by xray. The patient was told that the electrodes on the right side lead did not work, but percutaneous lead on the left was working. The leads were placed in the cervical area. The ins could be recharged and turned on, but no stimulation was felt. There was no known accident or incident related to this event. There were follow-up surgeries on the system on (B)(6) 2008. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998, lot# v080086, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had had surgeries throughout the years to replace the wires. The patient reported having 5 surgeries because the lead paddle kept breaking and the "connector or something" as always not working. It had been fixed, was working, and was really helping the patient.

Manufacturer narrative:
Upon further review it was found that the information regarding some of the prior surgeries as well as the "components not working" was reported on (B)(6) 2012.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type lead product ID (B)(4) lot# serial# (B)(4), product type recharger product ID (B)(4) lot# serial# (B)(4), product type programmer, patient product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2008, product type extension. (B)(4).